Manufacturer narrative:
(B)(4):the device was not available for evaluation. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Therefore, the condition could not be confirmed nor could an assignable cause be determined. Baxter product analysis lab (pal) reviewed the device service history record. No issues were identified that may have contributed to the reported death. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
On (B)(4) 2011, there was a spontaneous consumer report with supplemental information by a nurse from the USA of fatal myocardial infarction in a (B)(4) female patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter's customer service, it was reported that on (B)(4) 2011 the patient experienced a myocardial infarction and died. It was not reported whether an autopsy was performed. Dianeal pd4 ambuflex therapy was ongoing until the patient's death. Per the nurse, the fatal event was not related to dianeal pd4 ambuflex therapy. The event of fatal myocardial infarction is likely to be associated with the patient's age (B)(4) and past medical history (end stage renal disease, myocardial infarction, bone infection, blood clot and seizure) rather than to pd therapy.